Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line and tubing only during the initial fill tubing. Reportedly, the customer stated that the air bubbles don't return until a new cartridge is filled. The customer's blood glucose level was not impacted. A follow up with the customer on 02/12/2016 indicated that the issue did not reoccur.